Event description:
It was reported that a user experienced repeated insulin occlusion alarms while using an ilet system with a teflon infusion set (inset), requiring multiple supply changes and high correction dosing with a blood glucose value of 600 mg/dl. The issue aligned with an obstruction of flow associated with the connector/coupler component, and the user also administered an injection by syringe while still connected. Symptoms included elevated ketones associated with hyperglycemia. Outcomes included a missed insulin dose effect without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation problem consistent with an obstruction of flow in the infusion pathway, implicating the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.